Event description:
User injects insulin and metformin 4-5x daily for about 23 years. She complaints that this has been happening for a while that 'the needles 'bend sometimes, about 2-4 [needles per box]'. When they bend, 'it is the bottom part of the pen needle hub' which is bent before placing needle onto the pen. Also one needle was broken off in the pen and it was push down inside the medicine vial when user had put a new needle.